Event description:
A consumer reported possible inaccurate results with spouse's surestep meter. During a back to back testing session, meter displayed blood glucose readings of 97mg/dl, 124mg/dl and 240mg/dl successively. Patient did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.